Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at the lcd board. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer has a keypad anomaly on the insulin pump. Customer's blood glucose level was 137 mg/dl. Customer stated that buttons were not responding. Customer changed the battery but the issue was not resolved. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.